Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the up arrow, down arrow and ok key symbols were worn but the rubber keypad was intact. Evaluation revealed that the up arrow and down arrow keypad buttons were intermittently unresponsive and the contrast and ok keys responded appropriately. There was evidence of keypad contamination found under the key contacts and the key contacts do not spring back or click normally. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function.

Event description:
The patient contacted animas on (B)(6) 2012 stating that the keypad buttons were intermittently unresponsive. The patient denied damage to the keypad and noted the buttons were worn. The patient reportedly wore the pump attached to a belt and cleaned the pump with mild soap and water. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.